Manufacturer narrative:
Additional information: section d-9: device available for evaluation: yes. Section d-9: device date returned to manufacturer: april 09, 2024. Section h-3: device evaluated by manufacturer: yes. Device evaluation: visual inspection of the suspect product revealed the that the lens was cut in half and coated in viscoelastic residue. There were no issues identified that could cause or contribute to the complaint. No further evaluation was performed. Manufacturing records review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a2, a4 and a5: unknown/not provided. Patient information cannot be provided due to personal data privacy legislation/policy. Section e1: email address: unknown/not provided. Section e1: telephone number: (B)(6), section h3: other 81: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that patient had sub-optimal results whereby distance visual acuity of 0.9 was expected but patient visual acuity was 0.6 after implantation of the iol into his eye. An explant was performed and a different intraocular lens (iol) was used. There was no delay in treatment or other interventions performed. Reportedly the patient postoperatively was having blurry vision and could not see well. No further information was provided.